Manufacturer narrative:
Based on the review of the received pictures, this complaint is confirmed regarding the broken drill bit. As device was not received, further investigation could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. Additional product codes: hsz, gfa, gff. Implant and explant dates: device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial hospital contact telephone: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was conducted. No ncrs were generated during production. Review of the certificate of conformity showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4) supplier: (B)(4). Manufacturing date: 27 nov 2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the drill bit broke during an unknown surgical procedure on (B)(6) 2017. All fragments were retrieved. Surgery was completed successfully with no delay and no harm to patient. Patient outcome reported as good. This report is for one (1) 2.0mm cannulated drill bit. This is report 1 of 1 for (B)(4).